Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that six days post implant of the implantable loop recorder (ilr) the device was visible through the incision. The incision was open and wound edges were not approximated. An infection was suspected. However, there was no redness or discharge from the wound and the patient was afebrile. The ilr was explanted. No further patient complications have been reported as a result of this event.